Event description:
Caller states that he ate around 6:00pm and tested at 15mg/dl at 8:00pm. He states that he felt symptomatic of low blood glucose and ate. A half hour later he tested at 30mg/dl on the device and went to the hosp. Approx an hour later his device read 90mg/dl while the hosp device read 145mg/dl. This comparison falls in section b of consensus error grid which is acceptable. He states that less than an hour later the hosp device read 87mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.